Event description:
As reported by an edwards canada affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the distal portion of the balloon seemed enlarged on fluoro during valve alignment, as if volume was injected into it. The operator pulled negative pressure using a syringe to remove the extra accumulated volume to reduce balloon profile and complete valve alignment. However, after multiple attempts at this maneuver, the balloon would not remain in negative pressure. The team was eventually able to keep the commander balloon in negative pressure to finish valve alignment and deploy the valve safely. There was no patient injury.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences for evaluation, and the device was visually inspected and the following was observed: 20 ml of fluid remained in inflation device, and the balloon was fully inflated with no leaks observed a device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon deflation difficulty was unable to be confirmed as the complaint events could not be recreated during evaluation of the returned device and applicable imagery was not returned. However, a manufacturing non-conformance was unable to be determined. The complaint description reports, 'during valve alignment, the distal portion of the balloon seemed enlarged on fluoro, as if volume was injected into it. The physicians pulled negative pressure using our atrion to remove the extra accumulated volume to reduce balloon profile and complete valve alignment. This maneuver was performed a few times as the balloon would not remain in negative pressure.' Residual fluid was observed during valve alignment. If the delivery system was twisted, kinked, torqued, or excessively rotated due to tortuous anatomy, it can impede the flow of fluid from the inflation balloon, which may have resulted in the observed difficulties attempting to deflate and remove fluid from the balloon. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, it is possible patient (tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.